Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The inner insulation and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the physician had a high degree of difficulty putting the lead through the introducer. It was believed that forcing the lead through that tight area caused disruption of the outer insulation. Low impedance was noted. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.